Event description:
The customer had called regarding a donated pump. During the call, the customer became incoherent. It was indicated that the customer was exhibiting symptoms of low blood sugar levels. When the customer checked their bg it was high. It was reported that the paramedics had arrived to assist the customer. No further details.